Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt reports a recent drop in her performance. There is a partial extrusion of the electrode array suspected and which is inconclusively supported by a CT scan. Programming assistance has already been provided by med-el and external equipment has been troubleshot during a previous visit by med-el. Channels 8 through 12 are turned off due to suspicion of extrusion. The clinic does not observe a drop in pt's performance according to objective aided hearing tests. The audiologist originally was considering this a soft-failure. However, there is no indication of the device having failed. The clinic is aware that the pt does not present typical symptoms of a failed device and there is no indication from testing to suggest failure. Further eval and discussion is required by the clinic to determine their next course of action. The pt does complain of worsening performance; however, word/sentence test did not show a drop in performance while in the clinic. Re-implantation is being considered as the pt does not appear to be receiving benefit and has approx half of her electrodes outside the cochlea. This report was opened upon info that the pt had been re-implanted in 2007.